Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "malfunction in realtime clock". This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a "malfunction in realtime clock" was not confirmed by baxter personnel.? A quality engineer has reviewed the service evaluation and has determined that a failure code 49 confirms the reported condition. The root cause of this condition was determined to be a setting that needed to be configured. The configuration settings were reset as per service manual to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Should additional information be received a follow-up medwatch will be submitted.